Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -13.00 diopter, tore/broke during loading. There was no patient contact. The cause of the event was unknown.